Event description:
My 6 year old son has had continued cgm sensor & transmitter failures involving the dexcom g6. On june 6 I requested replacement sensors that were never shipped. I followed up with dexcom several times and spoke with the manufacturer and management team who disclosed that the agent who was supposed to send the sensors did not do it because I said I wanted to report the constant errors to the FDA. Almost two months later & I have still not been told what the internal investigation of the support line or sensor issues outcome is. I have documented the many failures of the dexcom g6 with the manufacture and I believe they are withholding information from patients and the FDA.